Manufacturer narrative:
Failure analysis noted that the pump had no button response due to corroded keypad traces. There was no moisture damage inside the pump. The pump had scratched lcd window, cracked case near the display window corner, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 104 mg/dl at the time of incident. The customer stated that the pump was briefly dropped in water and he rinsed it. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.